Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unusable and the device nonfunctional, and the user experienced trouble using the device afterward. Symptoms included no injury. Outcomes included the need for device replacement and temporary interruption of therapy with use of backup therapy. Investigation included collection of event details and request for device return for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with a broken or cracked display component leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or handling.